Manufacturer narrative:
(B)(4). On an unreported date after completing the first antibiotic treatment, the patient (pt) experienced a relapse of the peritonitis. As a result, the pt was treated again with unspecified antibiotics (date, dose, frequency not reported). On (B)(6) 2014, the pt recovered from the peritonitis event and was discharged from the hospital. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique further described as the patient not wearing their mask for peritoneal dialysis (pd) therapy, which caused peritonitis. The peritonitis was manifested by abdominal pain, cloudy effluent and diarrhea. The patient was hospitalized for the reported event. The treatment for the peritonitis was not reported. The patient was reminded by the nurse about compliance towards their pd therapy. The patient was reported to be recovering from the peritonitis. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.